Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and enteritis ('inflammation in small intestine / inflamed state /inflammation issues') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "my coils looked knotted like yours". The patient's medical history included c-section in 1992 and c-section. Organs attached to one another (bladder to stomach). Never had pain, complaints or any other health issues prior to essure. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), enteritis (seriousness criterion medically significant), hyperaesthesia teeth ("my teeth also became very sensitive"), tooth loss ("lost the tooth"), bone pain ("bones hurt"), arthralgia ("joints hurt so bad it is unbearable to stand / hips hurt"), sleep disorder ("I cant remember the last time I got good night sleep"), tooth disorder ("almost 3 years post op the tooth bothered me while I had essure broke") and inflammation ("inflammation"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, enteritis, hyperaesthesia teeth, tooth loss, bone pain, arthralgia, sleep disorder, tooth disorder and inflammation outcome was unknown. The reporter provided no causality assessment for enteritis with essure. The reporter considered arthralgia, bone pain, hyperaesthesia teeth, inflammation, pelvic pain, sleep disorder, tooth disorder and tooth loss to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device physical property issue and pelvic pain, sensitivity of teeth, tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: this (B)(4) found to be duplicate of (B)(4). Hence all the information from this case is transferred into retention (B)(4). And this (B)(4) should be deleted from argus data base. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and enteritis ('inflammation in small intestine / inflamed state /inflammation issues') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "my coils looked knotted like yours". The patient's medical history included c-section in 1992 and c-section. Organs attached to one another (bladder to stomach). Never had pain, complaints or any other health issues prior to essure. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), enteritis (seriousness criterion medically significant), hyperaesthesia teeth ("my teeth also became very sensitive"), tooth loss ("lost the tooth"), bone pain ("bones hurt"), arthralgia ("joints hurt so bad it is unbearable to stand / hips hurt"), sleep disorder ("I cant remember the last time I got good night sleep"), tooth disorder ("almost 3 years post op the tooth bothered me while I had essure broke") and inflammation ("inflammation"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the pelvic pain, enteritis, hyperaesthesia teeth, tooth loss, bone pain, arthralgia, sleep disorder, tooth disorder and inflammation outcome was unknown. The reporter provided no causality assessment for enteritis with essure. The reporter considered arthralgia, bone pain, hyperaesthesia teeth, inflammation, pelvic pain, sleep disorder, tooth disorder and tooth loss to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device physical property issue and pelvic pain, sensitivity of teeth, tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 02-dec-2019: social media content received: events: bones and joint hurts so badly, sleep disorder were added. Reporter was added. On 02-dec-2019: social media content received: reporter was added. On 02-dec-2019: fu 7, 8 and 9 processed together. Social media content received: plaintiff claimed that she was 3 years post op hence considered essure removal was done. Reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.